Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of their customer that the 60-6085-200a vcare 200a ¿ small was being used on (B)(6) 2023 during an unknown procedure and the handle broke. There was no report of medical intervention or any known hospitalization for the patient. There was no report of patient/user impact. There was a 15 minute delay. Further assessment was sent, and a good faith effort was made to obtain further information; however, no response has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6085-200a in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the shaft is broken within the handpiece. Performed a functional inspection, the handle can rotate in a 360 degree rotation. (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of their customer that the 60-6085-200a vcare 200a ¿ small was being used on 9feb23 during an unknown procedure and the handle broke. There was no report of medical intervention or any known hospitalization for the patient. There was no report of patient/user impact. There was a 15 minute delay. Further assessment was sent, and a good faith effort was made to obtain further information; however, no response has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.